Event description:
It was reported that the home patient (hp) received a system error (se) 2240 (air in line)alarm, which occurred on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) had the hp cycle power until the alarm cleared. The tsr advised the hp to start over with new supplies. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.